Event description:
A customer reported that a patient noted both eyes to be dry 19 months after bilateral lasik. Additional information has been requested on multiple occasions, but none was provided. This report concerns the patient's right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).